Event description:
Event description guidant received information that this lead was not implanted due to the proximal electrode breaking upon insertion into the sheath. The lead was removed and returned for analysis.